Event description:
It was reported the valve was explanted due to endocarditis. The surgeon stated that he did not think the endocarditis was caused by the valve. The valve was replaced with another 33 mm sjm mechanical valve and the patient reported to be stable postoperatively.